Event description:
During a laparoscopic gastrectomy procedure, when the i60 stapler was articulated through approximately 15 degrees, without any further actuation of the toggle switch by the user, the distal end auto-articulated through to about 90 degrees and could not be returned through actuation of the toggle switch. The i60 was removed with the trocar attached, and the procedure was completed by use on another stapler. The patient was reported to be in stable condition by the end of the procedure.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The returned i60 was found to have a broken articulation dwel pin. That broken pin is not the cause of the reported inability of the device to be articulated away from the90 degree position. The pin may have been broken while the device was being removed from the patient's body. The root cause of the auto-articulation could not be determined, but the complaint will be monitored. (B) (4)